Manufacturer narrative:
(B)(4)

Event description:
Approximately a year ago, the patient reported recharging and communication issues with her ins. She had not recharged for two months. An appointment was set up with the patient and her physician to check the device. An overdischarge was suspected. New information from the patient states she was told her device had flipped due to her losing weight. She had been given the name of physician for replacement surgery, but due to personal reasons was unable to follow through at that time. She is now ready to proceed with a replacement procedure. Additional information has been requested and if received, a follow up report will be sent.